Event description:
Information was received from a patient regarding an external device. The reason for call was for quite some time now patient noticed they would charge the implantable neurostimulator (ins) and plugged the controller in the wall, the controller would charge and showed green solid light. Patient unplugged the controller but the green light stayed on the controller. Patient had to reset the controller to turn the light off. Patient reported the stim was so intense, in leg and feet really strong and patient tried turning it down and it did not do anything. Pt tried going into MRI mode to turn stim off and tried pressing the stim off button and it did not work. The controller was not responding at all. Also last night when patient put the controller on the charger the screen was gray. Also when they went to check on the charging progress it would disconnect and told the patient to start all over again. Patient could not sleep at night because of stim. Patient went to see the manufacturer representative (rep) the other day at healthcare provider (hcp) office and the rep tried turning it off and said they did not think stim was turning off. It was not showing on the report that rep  pulled that patient was turning stim off. The issue started 11 months ago, and had been getting worse and worse. On the call the controller showed the screen data has been lost. A request was sent to repair to replace the controller. Reopened the case to send an email to patient registration system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.